Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with a replacement ilet pump because the prior malfunctioning pump remained powered on, resulting in the cgm staying connected to the old pump and preventing connection to the new pump; the user had also moved away from the pump during warmup, and was counseled to keep the cgm and pump in proximity and to power down the old pump before pairing the new device. Symptoms included elevated blood glucose. Outcomes included a temporary return to the malfunctioning pump to manage blood glucose. Investigation included customer support troubleshooting and user education on pairing procedures and device proximity during sensor warmup. Investigation of this case revealed that the inability to pair was due to the cgm remaining bonded to the powered-on prior pump, consistent with use-related pairing error rather than a confirmed device malfunction of the new pump or cgm. It was concluded, based on previously established findings for similar reports, that the cause was use error related to device setup and pairing workflow.